Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing resulted in pacing inhibition. The ra and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.